Manufacturer narrative:
The field service engineer (fse), confirmed the shock test failure, during the operational check. The device needs a processor pca. Upon conclusion of the evaluation. It was determined, that the processor pca requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device fails the operational check at shock testing. There was no patient involvement.